Event description:
It was reported that during a ptca treatment procedure, the f/g adante 40/2.5 mm balloon ruptured at 10 atms on the second inflation. The initial inflation was to 6 atms. The patient was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in the proximal right coronary artery. The physician used a 7fr terumo introducer sheath for vascular access, a conquest pro guidewire and a 7 fr brite tip al 1st guide catheter to cross the lesion. It is noted that resistance was met with insertion of the f/g adante balloon catheter. The f/g adante balloon was removed and replaced with a maverick 2 3.0/30 mm balloon to successfully completed the procedure. No patient injuries or complications were reported. Patient status is reported 'good'.